Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: two failed suture needles were submitted for fractographic evaluation. The components were identified as product code w739. A fracture was observed at the suture attachment sample a and at the suture attachment of sample b. The needles were received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fractures provides additional evidence that the failures were induced by mechanical deformation leading to ductile overload. These were ductile fractures. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Event description:
It was reported that a patient underwent a hemicolectomy on (B)(6) 2021 and suture was used for closure of the rectus sheath. During the procedure, the needle got broken. The needle fragments were removed safely. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number lpm351 and no non-conformances related to the reported complaint condition were identified. Investigation summary: upon visual inspection of the one picture received to ethicon inc for evaluation, it was observed three overwrap packets and needles that appears to be broken in a plastic container product code w739. The picture is not clear to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Additional information was requested and the following was obtained: how was procedure successfully completed? As per surgeons¿ feedback, broken pieces were safely removed and the surgery completed successfully. Note: events reported in 2210968-2021-09473, 2210968-2021-09474, and 2210968-2021-09475